Event description:
The rv lead became dislodged and was repositioned twice. There was some oversensing on the rv channel. When the rv lead became dislodged for third time, the physician decided to replace it. At this time, the physician chose to replace the whole system to reduce the risk of infection. The hospital retained this device. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.